Event description:
Swiss lithoclast trilogy disposable probe by boston scientific broke in the middle of a percutaneous nephrolithotomy. The sheath broke near the base of the supply item. A new probe was opened to continue the procedure. No patient harm occurred.